Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approximately one year after implantation of two vascular stents in the fsa, routine follow-up imaging demonstrated a stent fracture. The vascular stents were placed overlapping during the initial procedure. No patient injury was reported and no intervention was performed.